Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The high blood glucose was 250 mg/dl at the time of incident. The current blood glucose was 374 mg/dl. The other relevant blood glucose was 375 mg/dl, 400 mg/dl, 250 mg/dl, and 400 mg/dl to 450 mg/dl. The customer was treated with bolus for high blood glucose. Troubleshooting was performed for high blood glucose and under delivery. The reservoir will not be returned for analysis.